Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe had a broke tip of the barrel. The following information was provided by the initial reporter, translated from chinese to english: the nurse opened the syringe package and found that the tip of barrel was broken.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe had a broke tip of the barrel. The following information was provided by the initial reporter, translated from chinese to english: the nurse opened the syringe package and found that the tip of barrel was broken.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record review found no quality notifications associated with this issue during production of this batch. During the device history review, it was noted that during the manufacturing of some barrel lots were found with broken tips. This issue is related to the mold machines and the product is always segregated whenever a defect is detected. The segregation of the product may have not been done correctly by the operated and the broken syringe tip was not avoided. The assembly machines have an on-line detection system that inspects 100% of the syringes, automatically rejecting the syringes with damaged parts like the tip of the barrel. Based on this, the syringes could also be damaged as a consequence of a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and not detected by the assembly machine. As no samples were returned, a root cause could not be established.